Event description:
Customer's mother reported that their sensor readings were inaccurate most of the time. Customer reported that his sensor glucose levels would often be 61 mg/dl and the blood glucose levels would be around 100 mg/dl to 120 mg/dl. Customer stated that the insulin pump would often go into thresh suspend even when his blood glucose readings are not low. Customer's current blood glucose reading is 153 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.